Manufacturer narrative:
(B)(6). One (1) sample was received without a pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. The reported condition was not verified for the returned sample. The second sample was not received, therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from an unspecified location. This was observed after treatment of peritoneal dialysis therapy. When found, the sets were replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.